Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade stopped rotation. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade seized/stopped. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.